Manufacturer narrative:
On 9/25/2020, additional information was received indicating the device was not available for return because it was discarded. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure when the physician had just come off ablation, the patient¿s blood pressure dropped, and pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 950ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient required extended hospitalization while recovering and waiting on chest tube removal. He has since been discharged and is doing well and condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related and occurred during mapping/ablation phase. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. Standard normal appropriate irrigation settings were used throughout the case. The force visualization features used included graph, dashboard and vector. No biosense webster product malfunctions nor error messages were reported.